Event description:
Biomet sports medicine informed us that they reported an event to medwatch. The pt had a revision procedure due to symptoms returning. Discovered top button on device was loose and only one ziploop present.